Manufacturer narrative:
Pharmacovigilance comment: sanofi initial company comment dated (B)(6) 2014: this case concerns a female pt who experienced lightheadedness while receiving treatment with synvisc for gonarthrosis. In this case, the causal role of synvisc cannot be excluded for the occurrence of the event.

Event description:
This unsolicited device case from (B)(6) was rec'd on (B)(6) 2014 from an orthopaedist. This case involves a (B)(6) yrs old female pt who developed headache, chills, lightheadedness, white blood cell was increased from 4300/mm3 to 12400/mm3, knees swelled and had joint fluid retention (knee effusion), knees swelled, and whilst receiving treatment with synvisc. The pt's medical history was not reported. Past drugs included synvisc (on (B)(6) 2013). It was reported that the first course of synvisc therapy was effective and harmless. Concomitant medications included for mesalazine (asacol) for ulcerative colitis and bacillus subtilis/lactobacillus acidophilus/streptococcus faecalis (biofermin) for gastritis prophylaxis. On (B)(6) 2014, the pt initiated treatment (second course) with intra-articular synvisc injection at a dose of 02 ml once a week (batch/lot number and expiry date: unk) for gonarthrosis. On (B)(6) 2014, the pt rec'd second synvisc injection. The same day (07 days after initiating treatment with synvisc), after receiving the second synvisc injection, the pt developed headache and chills at home. On (B)(6) 2014 (08 days after initiating treatment with synvisc), the pt developed intense light headache for which she visited the hospital. A blood test was performed which showed that the white blood cell count was increased from 4300/mm3 to 12400/mm3 (range unspecified). No other abnormalities were found. In addition, the knees were swelled for which joint effusion of 40 cc was aspirated and corticosteroid (steroid) was administered. Action taken: stopped temporarily. Corrective treatment: corticosteroid and aspiration of joint effusion for knees swelled and not reported for the events of lightheadedness, joint fluid retention, headache, chills and white blood cell was increased from 4300/mm3 to 12400/mm3. Outcome: unk for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Lightheadedness (swaying feeling): reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Joint fluid retention (knee effusion): reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Headache (headache): reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: highly probable. Chills (chills): reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: highly probable. Seriousness assessment: required intervention for knees swelled. Reporting orthopedist's comment: synvisc was highly probably related to the events.